Manufacturer narrative:
One opened ia tip was received taped to a box for evaluation for the report of tip broke off. The sample was visually inspected and found to be non-conforming with the ia tip broken at the hub and the hub heavily damaged, consistent with over torqueing. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The evaluation confirms that the polymer tip is broken. The root cause for this broken condition is from the tip being over torqued when placing the tip onto the handpiece. The reason why the tip was over tightened is not known, but this damage does not point to a manufacturing issue. All polymer I/a tips are 100% visually inspected during the manufacturing process. A round plastic wrench is provided to assist in the threading process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, while the surgeon was working in the eye, the disposable ia tip snapped at the base. The tip was removed during the procedure. The case was completed without patient harm.